Event description:
Pqc: product or component; retained in body...string of the tampon appeared and then I did go to the doctor and they took it out- vagina [foreign body in reproductive tract] pqc: cord; detached, unraveled, coming apart....tampon's string was torn [device breakage] case narrative: consumer reported via phone that she had to go to the doctor to remove a tampon a few years ago. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.